Event description:
It was reported that the subject device had no video image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 facility name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no video image issue is due to corrosion on scope connector. Olympus will continue to monitor field performance for this device.